Event description:
It was reported that an asymptomatic patient presented to clinic for follow up. Upon interrogation the left ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition before and after the procedure.